Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage." Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02765, and 3005099803-2014-02774 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure. Procedure date is unknown. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire detached inside the patient exposing the tip of the metal corewire. The physician immediately removed the guidewire and retrieve the detached tip. A second jagwire guidewire was used, however, the hydrophilic tip also detached exposing the tip of the metal corewire. The procedure was completed with a third jagwire guidewire. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached exposing the tip of metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02765, and 3005099803-2014-02774 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure. Procedure date is unknown. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire detached inside the patient exposing the tip of the metal corewire. The physician immediately removed the guidewire and retrieve the detached tip. A second jagwire guidewire was used, however, the hydrophilic tip also detached exposing the tip of the metal corewire. The procedure was completed with a third jagwire guidewire. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.